Manufacturer narrative:
E1: initial reporter address: no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath and chest tightness during "1/5 retention process step". The patient was connected to the homechoice claria device at the time of the events. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.